Event description:
Additional information received from the consumer reported the patient never had issues walking before being implanted for deep brain stimulation (dbs), but since the first part of 2012 ¿something hadn¿t been right since implant¿ and the patient¿s legs ¿come out from underneath him unexpectedly.¿ in one of these instances the patient was at a store and called the consumer because he was on the ground and couldn¿t get up. The consumer later found the patient had gotten up and made their way to the car. It was further reported starting in late 2016 the dbs therapy was affecting the patient¿s walking and their right leg. The consumer turned the therapy off which allowed the patient to walk ¿just fine.¿ there were no falls or traumas reported related to this issue. The consumer was currently seeking another healthcare provider¿s opinion regarding the issues, but no further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported the last implantable neurostimulator (ins) was replaced in 2011 due to a problem with the batteries. When the consumer was asked what the problem was they stated they thought the battery was turning on and off. It was noted the patient had no leg or gait issues prior to getting the device, but were falling to the floor when the device would turn off and were having gait problems after implant. After the devices were replaced ¿things had been fine.¿ relevant medical history includes parkinsons dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.